Event description:
Rep reported that the patient was brought in for a routine check and the surgeon decided he wanted to turn down the setting a notch. In an attempt to indicate, surgeon received three different values. When he attempted to program the vavle he received another value. The surgeon sent the patient home without xray and scheduled a follow up for the patient.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury.

Event description:
Rep reported that the patient was brought in for a routine check and the surgeon decided he wanted to turn down the setting a notch. In an attempt to indicate, surgeon received three different values. When he attempted to program the valve he received another value. The surgeon sent the patient home without xray and scheduled a follow up for the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.